Manufacturer narrative:
Per tandem user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog® no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level of 309 mg/dl. Tandem technical support (cts) performed a system check and determined that no insulin was seen coming from pigtail. Customer was reusing a cartridge. Cts educated customer on cartridge labeling. Reportedly, the customer changed the cartridge to resolve the issue.